Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tpn tubing separated where it entered the pump while connected to a patient. There was no patient harm.

Event description:
The customer reported the tubing separated where it entered the pump and leaked during a tpn infusion.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection observed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was not received. No crush marks were observed on the upper fitment. Further visual inspection of separated silicone segment end noted o-ring indentations on the silicone segment. Functional testing was not performed due to the separation. The root cause of the separation and leak was not identified.